Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the code 204 is the damaged receptacle and wires. The root cause of the damaged receptacle and wires is excessive force placed at the receptacle. No adverse event resulted from the defective battery monitor.

Event description:
A us distributor returned a monitor indicating that it was producing service code 204.